Event description:
Pca readings are wrong. History changes frequently. Amount of drug delivered decreases instead of increases. Diagnosis for use: pancreatic mass. Event abated after use stopped or dose reduced: yes.